Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient complained about not being able to hear on (B)(6), 2010. The local audiologist carried out testing but was not able to measure the electrode and ground path impedance. The device was further tested by med-el with the same results.